Manufacturer narrative:
A revision procedure was performed. A fracture was noted on x-ray. The lead could not be explanted as the guide wire would not pass through the fracture area. The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement greater than 2,500 ohms. The pacing threshold had also increased. A fracture was suspected. No adverse patient effects were reported.